Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing disconnected from the quick release while he was sleeping. The site location was back of patient's arm and the pump was worn on the waist band. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used devices (2 sets), it was found that the tubing was detached from the tubing connector. No further information available.